Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/01/2017 with the following findings: during visual inspection of the pump, it was observed that the display screen was dim and discolored. The pump cover was removed and further moisture corrosion was found on the printed circuit board, the continuous glucose module, on the piezo unit and on the display keypad flex connector. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and there was evidence of moisture corrosion in the compartment. The investigation was unable to confirm the initial complaint about the display being cloudy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was cloudy and there was moisture behind the display and in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.